Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got motor errors. Customer's blood glucose level was unknown. Customer also reported about no delivery which was a past event. Customer reported alarm did not occur during manual prime and was resolved by changing infusion set. The pump was replaced due to motor errors.